Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing. An invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no anomalies were observed visually with the lead upon opening the pocket. Additionally, the patient had an underlying rhythm, so no asystole occurred.